Manufacturer narrative:
(B)(4). Investigation is ongoing. Ref. Related MFR. Report number 2015691-2018-03670.

Event description:
As reported, during a transfemoral tvr procedure in the pulmonic position, during positioning of the delivery system, the physician rotated the novaflex delivery system which resulted in a spiral ¿kink¿ in the catheter. The physician rotated the spiral out and it appeared to be free of compromise, however, on inflation, it was very difficult to inflate the balloon/thv, resulting in a very long inflation and deflation.

Manufacturer narrative:
Section of this report was corrected; device evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was not returned for evaluation as it was discarded by the site.  In addition, no applicable imagery was provided for review.  Due to the unavailability of the device, engineering was unable to perform full visual, functional, or dimensional analysis. As a result, presence of a manufacturing nonconformance was unable to be determined. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  The lot history review did not reveal similar complaints for delivery system-kinked, bent, delivery system-inflation difficulty, delivery system- deflation difficulty, unable to deflate.  A review of the complaint history from october 2017 to september 2018 revealed no additional returned complaints for delivery system ¿ kinked bent, delivery system-inflation difficulty, delivery system- deflation difficulty, unable to deflate for the novaflex+ delivery system (all sizes).  A review of the complaint history revealed that the occurrence rate did not exceed the september 2018 control limits for the three trend categories mentioned above.  A review of the IFU and training manual revealed no deficiencies. As described in the complaint description, the physician rotated the delivery system during device positioning, which resulted in a spiral kink. Per pulmonic procedural manual ¿excessive rotation may result in twisting of the balloon catheter and difficulty with inflation/ deflation of the balloon.¿ although the description claims that the kink was able to be removed after further manipulation, it is likely that the delivery system balloon shaft had already been damaged or remained kinked. This would have resulted in difficulty inflating and deflating the device.  Available information suggests that procedural factors (delivery system manipulation) likely contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Since no photographs, imagery, or devices were returned, the complaints for delivery system ¿ kinked, bent, delivery system ¿ inflation difficulty ¿ partial or slow and delivery system ¿ deflation difficulty ¿ unable to deflate were unable to be confirmed. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to this event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Inspections and tests during manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Additionally, a review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessments of the failure mode is not required at this time. In this case, the device was not returned for evaluation, therefore engineering was unable to confirm any manufacturing non-conformance that could have caused or contributed to this event. Available information suggests procedural factors (delivery system manipulation) may have contributed to the device difficulties during the tavr procedure. The occurrence rates did not exceed control limits, and no corrective/preventative action is required at this time.